Manufacturer narrative:
(B)(4). Concomitant medical devices: us157852-m2a-magnum pf cup 52odx46id-072340; 103201-taperloc por fmrl 6.0x132-159150; 139259-m2a magnum 42-50m tpr insrt +6-631060. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03005, 0001825034 - 2020 - 01914, 0001825034 - 2020 - 01886. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) positive MRI findings and mild elevation consistent with metal failure, released adhesions/scar tissue. Released posterior hip pseudocapsule. Tannish loose tissue debris was identified consistent w/metal reaction, frozen sections sent for review were not suspicious. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the patient underwent a left hip revision approximately 11 years post implantation due to positive MRI findings and elevated metal ions. During the procedure pseudocapsule was released. Tannish loose tissue debris was identified consistent w/metal reaction. Osteolysis noted around posterior femur. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. One m2a-magnum mod hd sz 46mm with the insert was returned. Upon visual inspection there is a wear line on the outside radius of the head and scuffing on the face of the device. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.